Event description:
It was reported that resistance was encountered during removal and the sheath separated. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. Resistance was felt when inserting the sheath and during withdrawal. When the device was deflated after use, and attempted to be removed, resistance was encountered and the sheath separated a little. The procedure was completed with this device. There were no complications reported.

Manufacturer narrative:
(B)(6).